Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected along with a battery depletion alert which had been triggered by a recent firmware update. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected along with a battery depletion alert which had been triggered by a recent firmware update. Device replacement was recommended. No adverse patient effects were reported. According to additional information, this device has been explanted and returned to boston scientific for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected along with a battery depletion alert which had been triggered by a recent firmware update. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected along with a battery depletion alert which had been triggered by a recent firmware update. Device replacement was recommended. No adverse patient effects were reported. According to additional information, this device has been explanted and returned to boston scientific for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors, which resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: investigation determined that the high current drain, and resultant premature battery depletion, was caused by a capacitor component that was compromised due to excess hydrogen in the device case. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.